Event description:
Device 2 of 2: reference MFR. Report#: 3006705815-2017-01492. Follow up information from analyzing returned device did not confirm high impedance as no broken wire were observed. Note: both of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2017-01492. It was reported one of the patient¿s 3186 leads showed high impedances on all contacts. A lead revision was performed on (B)(6) 2017, and the physician explanted one of the 3186 leads and replaced it with a new 3186 lead. Effective stimulation was restored post-op. Note: both of the patient's leads are being reported because it is unknown which lead is liable.